Manufacturer narrative:
One open and used enlite serter was inspected and an instruction test was performed using a new enlite sensor along with rubber skin. The enlite serter failed due to the serter not releasing the sensor properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced low blood glucose of 49 mg/dl. The customer states that the needle hub being stuck to the serter. The customer was advised how to correctly remove the needle. No further information was provided.